Manufacturer narrative:
The urf-p6r flexible scope was returned to the service center for evaluation. A visual inspection was performed on the received device and noted the bending section skeleton tab is protruding (sticking out) from the bending section cover near the insertion tube area. The bending section cover was removed and the bending section skeleton is fully broken and separated with no signs of any sharp edges. The instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. The scope was last returned for service on nov.13, 2019 and underwent a full factory refurbishment.

Event description:
The service center was informed that the scope¿s skeleton was observed protruding from the bending section of scope during reprocessing. There was no patient injury reported.